Event description:
It was reported that the patient has high impedance. Information was received that the patient had a full explant due to possible infection (MFR report # 1644487-2022-00556). Surgeon was doing exploratory surgery due to high impedance. Patient had air pocket in generator area. After air pocket was identified, the surgeon spoke with patient's family and they decided it was best to have the whole system removed. Previous bloodwork did not show infection. Surgeon stated she would remove the electrodes of lead as well. Explant was due to possible infection not due to high impedance. Explanted devices have not been received for analysis to date.